Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. A functional evaluation revealed a short circuit detected error message and the motor was not running. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include incomplete potting on the hall board which may result in component failure, or corrosive damage on the hall board which may contribute to a short circuit. No containment or corrective actions are recommended at this time. (B)(4).

Event description:
It was reported that during the procedure, the device short circuited and did not work.